Manufacturer narrative:
Calibration and qc were acceptable. Several "abnormal probe sucking" alarms were observed on the customer's alarm trace data. These alarms suggest sample carry-over due to contamination of the sample probe with fibrin, micro clots or gel. The investigation determined the event was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with etoh2 ethanol gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory and questioned by a clinician. The samples were repeated on (B)(6) 2021. The first sample initially resulted in an ethanol value of 34 mg/dl, which repeated as 0 mg/dl accompanied by a data flag. The second sample initially resulted in an ethanol value of 35 mg/dl, which repeated as 2 mg/dl. The third sample initially resulted in an ethanol value of 11 mg/dl, which repeated as 1 mg/dl. The ethanol reagent lot number was 55139001, with an expiration date of 31-dec-2021.